Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly; however the insulin pump had moisture on keypad traces. No unresponsive buttons noted. The insulin pump powered up properly. No failed battery test alarm noted during our testing. All operating currents are within specification. The insulin pump passed displacement and self tests. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked case at display window corner.

Event description:
The customer reported via phone call that they experienced keypad issues on the insulin pump while attempting to deliver a bolus. The customer explained that the buttons stopped working and that the insulin pump did not respond to any button presses. The customer also received the failed battery test alarm. The customer's blood glucose was unknown. The customer stated that the insulin pump may have been humid up against their skin. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis. While troubleshooting, the customer confirmed that the battery compartment and the spring were neither damaged nor corroded. The customer did not complete troubleshooting for the failed battery test alarm.